Event description:
Patient was on the table and at the end of the procedure the lab had a glitch with fluoro. The case was complete and no harm to the patient.the lab was at that point was considered down and biomed was notified. Earlier in the morning when the cath lab tech came in and warmed up the tube, he noted that an error code came up and left a message on the voicemail for biomed about the code. The equipment was still functioning and the team proceeded to do cases (docs were told of the error).biomed was notified. When cath lab staff were working on the last case of the day, the error came back up, rebooted the system it came back up and were able to finish the case with no problem or injury to patient or staff. At that point, biomed was notified of the problem and the lab was then considered down. Biomed tech came in and ran a few tests. Ge and biomed tech were here the next day to install the parts and the room was back up by 3:00pm.